Manufacturer narrative:
Initial and final MDR 1900842 - MDR 3003442380-2024-11002 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set fell off events on (B)(6) 2024. The infusion set was in use for one day. The glucose level was 308 mg/dl. No further information available.